Event description:
It was reported to medtronic minimed that the customer experienced a report mismatch. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was not performed and the issue was not resolved. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating daily review report for the user in carelink support application and observed that this is expected. Testing and/or analysis confirmed that the reported event didnot occurred at the time of the reported event i.e., there is no evidence to suggests this is an issue. After conducting thorough investigation by validating the uploaded data from database and observed that the basal insulin in daily review report and noticed that value is correct since the auto correction contains the auto basal portion. Carelink system splits these values and represented it as basal insulin. To assist with the resolution , provided the below feedback to helpline support team. When the pump reports an auto correction, the insulin amount in history is a combination of the automated correction bolus as well as the next 5 minutesâ¿ auto basal (this basal amount becomes a part of the bolus event). To prevent the auto basal portion of auto correction from being included as bolus the carelink system separates the auto basal component from the auto correction history and represents it as basal insulin. As a result, daily totals reported by carelink may show increased total basal and decreased total bolus, compared to daily totals reported on the pump screen. The total daily dose (basal + bolus) reported by carelink matches that of the pump. This is not an issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to preprocessing of uploaded data for report generation. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.